Event description:
It was reported that the insulin pump alarmed several no delivery alarms in the past 90 days. The customer did not know the blood glucose reading. She stated that on some occasions, she would check the connection and tubing for bends or kinks, and if she could not resolve the alarm, an insertion site change would fix the issue. She was unable to troubleshoot at the time of the call, as these were past events. She did not have the infusion sets involved with the past alarms. She also reported some issues with using the sensor and serter, so she discontinued their use. She declined troubleshooting for the sensor issues, advising that she would call back to speak with a sensor technician at another time. She was advised that replacement infusion sets would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.